Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2014 with the following findings: several ¿cs054¿ alarms are observed on (B)(6) 2014 followed by consecutive power on resets events. The battery compartment is cracked at sealing; the battery cap is undamaged and able to fit to maintain electrical connection. The pump¿s case is cracked between the display lens and the sealing. The display is dim and faded. No eaw occurred during the investigation. No intermittent condition was found to the pcb.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the patient woke up to their pump vibrating and beeping but with nothing on the screen. They reported they changed battery thinking maybe this was what was wrong and now pump will not go beyond animas logo. The patient attempted to reboot pump but pump will not go any further than animas logo. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.